Manufacturer narrative:
The device was returned to the service center and is pending evaluation. As part of our investigation, the service center followed up with the customer to obtain additional information regarding the reported event and was informed that the culture results will not be provided. The customer reported that there is no known damage to the internal channel of the scope. It is unknown if the scope is eto sterilized. It is unknown where the scope is today. The cleaning and disinfectant solution being used with the endoscope is olympus acecide c. The minimum effective concentration is being checked after every scope. The type of aer being used to reprocess the scope is an oer-pro. There have not been any issues noted with the aer. The endoscope channel is being brushed during manual cleaning with a single use olympus maj-1888 brush. Pre-cleaning is being performed immediately after a procedure. A leak test is performed, h20 is put in, the channels are brushed and the scope is cleaned outside, the channel is brushed, h20 drained, rinsed and clean h20 is put in, and transferred to the oer pro. The endoscope is being leak tested prior to manual cleaning with an olympus mu-1. It is unknown when the last preventative maintenance was performed on the automatic endoscope reprocessor (aer). It is unknown when the last reprocessing in-service was conducted by an ess. There has not been any change in the reprocessing personnel since the last on-site visit. All reprocessing personnel are trained on how to properly reprocess an endoscope. The scope is being stored in a hepa cabinet after reprocessing. In addition, an endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit has not been finalized.

Event description:
The service center was informed that the elevator mechanism and inner channel of the duodenoscope cultured positive for viridans streptococcus, and yeast species after reprocessing. The device sampling and culturing is performed weekly in accordance to the cdc duodenoscope surveillance protocol to culture scopes. The customer is not aware of the device being used on a patient with a known infection. It is unknown if any patients were cultured; however, there were no patient infections reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory and evaluation results. The scope was sent to an independent laboratory for microbial testing. The scope's air/water and instrument / suction channels were cultured and tested positive for micrococcus luteus the scope was then ethylene oxide (eto) sterilized and returned to the service center for a device evaluation. A visual inspection was performed on the received device and found discoloration and stains/debris inside the biopsy channel. The biopsy channel was inspected with an olympus boroscope. The boroscope was inserted through the distal end side of the biopsy channel, and upon entry, stains were found. There were no signs of buckles, or kinks inside the biopsy channel; however, light scrape marks can be seen throughout. Additionally, the suction channel was also inspected with the olympus boroscope, and a large kink was found at the scope connector side. The suction channel did not have any signs of foreign material or stains within. The forceps elevator was fully manipulated in the up position and there were no signs of foreign material. The video scope passed the leak test. In addition, the legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer confirmed via DHR that the subject scope was shipped in accordance with specifications. The legal manufacturer reported that the root cause could not be determined. The lm reported that the most probable causes for the reported event are as follows: both of the results of culture tests performed at the user facility and the third party lab were positive. Residues were confirmed from biopsy channel, too. Therefore, we presume the following as the causes of the microorganism detection. -1.reprocessing method conducted by the user and recommended by IFU are possibly different, which caused insufficient reprocessing. -2.occurrence of contamination during sampling for culture test. -1.reprocessing method conducted by the user and recommended by IFU are possibly different, which caused insufficient reprocessing. -2.occurrence of contamination during sampling for culture test. The legal manufacturer referred to the reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An olympus endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. The customer declined this visit.